Manufacturer narrative:
Section b2 - outcomes attributed to adverse: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Log file data from the reported event date of 08aug2025 was reviewed. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, "patient care and management" provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transferred to the emergency department at the hospital on (B)(6) 2025 for neurosurgical and ophthalmological consultation after a ground level fall (glf) with resultant subarachnoid hemorrhage (sah), the patient had sustained a right orbital floor and medial wall fracture. On (B)(6) 2025 the patient had "power disconnection" alarms while on battery power. The battery clips were exchanged and the alarms resolved. Log files were submitted for review and captured routine events. It was additionally reported that there were no alarms or device malfunction. The patient stated they were sitting in bed after waking up at around 7:00 am. When the patient looked at their phone to reply to text messages, the next thing the patient remembered was lying face down on the floor.